Event description:
It was reported that the left ventricular (lv) lead was capped and replaced due to high chronic thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted (B)(6) 2011; 407645, lead, implanted (B)(6) 2011. (B)(4).